Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient felt a stinging sensation and clarified they would just be sitting and they felt shocks out of the blue in different parts of the body that stimulation had not been going since implant. The patient had not had any trauma or falls. The patient was redirected to their healthcare provider to further address the issue.